Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. A foreign matter was found. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device pending evaluation. Additional information provided: please provide the name of procedure. Unk. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? Unk. What was the texture? Unk. Are there any photos of the foreign matter available? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). Please perform and document the follow up attempt for product return. The device has been received at sukagawa and will be shipped. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. One sealed overwrap packet was received for analysis. Product code 698g. During visual inspection of the returned sample, some black foreign matters were observed inside the packet. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.